Event description:
The customer reported the display was unreadable.

Manufacturer narrative:
The customer reported the display was unreadable. The unit was evaluation at philips. The symptoms was verified. Reseating the data-display cable resolved the issue. There had been an incomplete electrical connection.